Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lead had been placed, there was high lead impedance observed. The surgeon removed and replaced the lead. No patient complications have been reported as a result of this event.